Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092, implantable pacing lead, (B)(6) 2005; 5592, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that during a replacement procedure, the physician stripped the set screw and had trouble disconnecting the lead from the ventricular port. The physician also had a set screw issue with the replacement device, so a new device was used to complete the procedure. No patient complications have been reported as a result of this event.